Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a disconnected lcd cable at a connector on the back light. The cable was reseated to resolve the report. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.